Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory and vibration.  The pump cover was opened and the electronically erasable programmable read-only memory (eeprom) component was observed to be cracked/damaged.  Further software analysis confirmed that  an eeprom failure was the cause of the blank display.